Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device would not start. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main station touchscreen was stuck on a blue recovery screen and required service. The field service engineer (fse) attempted to recover using f8 functions were unsuccessful as the device was unresponsive. The fse downloaded the device, powered back on and the delete key was used to access the boot sequence, then the boot sequence was changed to universal serial bus (usb). A new operating system image was installed via usb, followed by windows10 installation. The fse configured all new settings, synced the device and verified the device operation. The fse finally powered on the device and logged on cf support, launched the hardware test application, performed the operator test, and confirmed that the device was online and communicating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device would not start. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.